Event description:
The customer states fault on system on friday and images resent to vf using the restart auto push. This morning 4 images out of a 70+ are missing.

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 4/15/2011.